Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the anchor pulled out of the patient's bone when the surgeon tried pull the suture with light force to set the anchor. A new alternative product was used to complete the surgery. No additional information is available from the event.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint was confirmed based on the evaluation of the returned device. Visual examination of the returned product identified the instrument is conforming to the print. The sutures and sleeves are visually conforming but are not assembled. Review of the device history record identified no related deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.